Manufacturer narrative:
This supplemental report is being submitted to provide new information from the device investigation. The user facility claim of "bent outer tube" and it was not confirmed from physical evaluation. However, further evaluation found, crack lenses in optical system and fiber breakage that was causing a dark image from the device. A review of the device history record (DHR) of the g27l-30wa serial number: (B)(6) shows the device was shipped as a rex scope, manufactured december 2019, did not find any defects, nonconforming issue or any corrective action issues during the assembly build of the device. All records indicate the device was manufactured in accordance with all applicable procedures and final product release criteria. We are unable to determine a definitive root cause for the damage found on the device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report of bent outer tube was not confirmed. The user facility report of picture is blacked out was confirmed due to observed cracks on the optical lens. The device was serviced and returned to the user facility.

Event description:
The user facility reported that the shaft of the scope is bent and the picture is blacked out. The reporter was unable to be confirm whether the issue occurred during reprocessing or procedure but there was no patient harm associated to the report. No additional information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 1519132-2020-00033. No device was returned to the original equipment manufacturer (OEM), however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to user mishandling. To mitigate device damage, the instructions for use (IFU) provides warnings and cautions to alert that the device may be damaged by improper handling. The IFU states "study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects.". Olympus will continue to monitor the field performance of this device.